Event description:
It was reported that the customer passed away. The caller stated that she was in a fatal car accident, and was wearing the insulin pump at the time of the accident. The husband stated that the insulin pump is currently at the funeral home. No further information was available at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.